Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unintended amount of insulin. The infusion device completely froze and the patient removed and reinserted the battery. Upon turning the infusion device on, the device started delivering boluses which was not set by the patient. It was reported that some boluses were of 10 i.u. And the patient immediately disconnected infusion device from their body.